Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: error code 242-4030. Case notes: problem description: 02/09/2018 11:35:10 (B)(4). Tsc notes: 01/24/2018 07:04:39 (B)(4). Customer (B)(6) called in for help on 8100 unit has error code 242-4030 which os a motor stall detected error before call in for help he had replace the ail, motor controller board, and logic board all three parts twice before and still get the same error comes up. He will need to send unit in for repair services. Customer will callback once ready to setup unit for repair. Ir # (B)(4).